Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure: female. Date of natural childbirth? Unk. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Unk. How was the suture placed (interrupted or continuous)? Continuous. How was the suture tied (square knot or multiple knots one end)? Continuous. Onset date/time of dehiscence? (# post op days) unk date post-op. How was the dehiscence managed? No treatment was performed because the dehiscence was not severe enough to require treatment. Please describe any surgical intervention required for the wound dehiscence including date and findings. No treatment was performed because the dehiscence was not severe enough to require treatment. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Not reported. Please describe the appearance of the suture during the second procedure. Suture was broken and the lower part of wound was dehisced. What symptoms did the patient experience following the index surgical procedure? Onset date? Dehisced. Other relevant patient history/concomitant medications? No. What is the physician¿s opinion as to the etiology of or contributing factors to this event? A comment that the surgeon used acrinol in some patient. However, using this does not mean that the thread tends to melt or dehiscence. What is the patient's current status? No problem. Lot number? Unk. Surgeon¿s name? Unk. I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of natural childbirth? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Onset date/time of dehiscence? (# post op days) how was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the appearance of the suture during the second procedure. What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Surgeon¿s name?

Event description:
It was reported that a patient underwent natural childbirth on an unknown date and suture was used on the perineum. The patient's perineum dehisced. The lower part was dehiscent. Some patients used acrinol. The surgeon opines that there is no tendency for the suture to easily dissolve or cause dehiscence because of this use. The patient was discharged from the hospital. The surgeon does not think there is a causal relationship between the product and the event.